Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that there was an episode in which multiple shocks did not convert this patient's arrhythmia. Therefore, a revision procedure was performed and a subcutaneous lead was implanted. Following implant, a decrease in shock impedance was observed. A boston scientific technical services consultant confirmed this dual coil lead will have lower impedance measurements in comparison to a single coil defibrillation lead. Impedance has continue to be stable. No additional adverse patient effects were reported.